Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 13 (xylene) was not in contact with the corresponding sensor for six (6) seconds from (B)(6) 2020, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 13 (xylene) were reset at (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 13 prior to these user actions were: xylene concentration=94.4%, cycles=12, cassettes= 1800 and days=27. Following the user actions at (B)(6) 2020, the reagent in bottle 13 (xylene) was used in processing runs executed between (B)(6); and it is likely that this reagent was used for the final clearing step in multiple processing runs executed during this period. Based on the information provided by the complainant, it is considered that tissue samples exhibiting sub-optimal tissue processing were derived from the "protocol 1 8 ho" started in retort a at (B)(6) 2020, which failed at (B)(6) 2020 during step 1 (fixation step), due to generation of event code "204" involving bottle 2 (formalin). Event code "204" was recorded at (B)(6) 2020 when the reagent in retort a from bottle 2 could not be drained into this bottle, because the status of the bottle had been set as full while the reagent was in the retort. The cassettes from the failed "protocol 1 8 ho" started in retort a at (B)(6) 2020 remained in retort a covered with the reagent from bottle 2 (formalin) for approximately 8 hours and 7 minutes until a user accessed the retort at (B)(6) 2021. It is considered unlikely that these tissue samples were adversely impacted as a consequence of the protocol failure, because the tissue samples remained covered in formalin and the protocol had been scheduled for a delayed start although the user affirmed in the instrument software that the xylene concentration in bottle 13 (xylene) was to be set to the default value of 100% at (B)(6) 2020, the actual xylene concentration would have remained unchanged at 94.4% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 13 (xylene) at (B)(6)2020, the contents of this bottle were used for the final clearing step in multiple processing runs executed from (B)(6) 2020. The minimum final reagent concentration required for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final clearing step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the protocols either started or completed between (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 13 (xylene) was not completed in accordance with the manufacturer instructions detailed in the lecia peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "overprocessed tissue- occurred over the weekend/ on a holiday- (B)(6). Customer has no information as to where to process faild [sic] or what reotrt [sic]. Customer has no error codes available regarding the event, will follow up after viewing the event log. Only description provided: "bottles have been popping off", formalin bottle 2 affected, now bottle 14 and 15 affected. Unsure how many samples have been affected on the date of occurrance [sic]." On 26 january 2021, the assigned leica applications specialist - core histology (fss) visited the customer site to obtain further information regarding the circumstances involved in this complaint and provide applications support. The fss documented the following: "issue was not reported until 25 january 2021 - was relayed while on phone with tech support in regards to bottles popping out of instrument; issue did not result in any diagnostic issues or necessary reprocessing; hydrometer readings unnecessary as issue occurred two months ago and has been in use since issue occurred". The fss advised the laboratory to "report such tissue issues promptly in the future - to rectify popping bottles, maintenance training will occur at follow up". The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "biopsy" protocol (B)(6) 2020. The tissue type of the affected samples was detailed as "biopsy". The size of the affected tissue samples was not provided. On 26 january 2021, the assigned leica applications specialist - core histology received information that all cases involved in this event were diagnosable.